Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: visual inspection: the ins f/dhs/dcs impactor no. 338.280 singl was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip was deformed, and cracks had developed around the dowel pin. No other issues were observed with the returned device. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the design of the device. Document/specification review: the following drawings (current) were reviewed impactor complete tip 20x82, dowel pin , pin for impactor. No design issues or discrepancies were found during this investigation. Investigation conclusion: the overall complaint is being confirmed for the ins f/dhs/dcs impactor no. 338.280 singl. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. While a definitive root cause cannot be determined for the reported issue, the potential cause for the damage could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date while the sterilizing department was processing the set, a stress fracture of the dhs impactor tip was identified. This report is for one (1) tip for dhs®/dcs® impactor (338.28). This is report 1 of 1 for (B)(4).